Event description:
"Home chemotherapy - 5-fluororacil 1300 mg per 24 hrs for toil of 96 hours. Pump programmed for 2 ml/hr for total volume of 192 ml. Pharmacy added 10% volume overfill for keep open rate. After infusion cycle complete, pump infused entire bag contents over 90 hours."

Manufacturer narrative:
Device was not returned to manufacturer. No evaluation could be performed.